Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that electrical resistance and cross continuity test results were within specification. (B)(4).

Event description:
It was reported that during an attempted implant, the lead experienced very high impedance and the physician was unable to pace the ventricle. A ventricular lead fracture is suspected. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.